Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during tip shaping resulted in the reported kinked tip. It should be noted the hi-torque turntrac guide wire instructions for use (IFU) states: guide wires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged guide wires. Using a damaged guide wire may result in vessel damage and / or inaccurate torque response. The IFU deviation does not appear to have directly caused or contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a bifurcation lesion in the left anterior descending diagonal branch. During shaping of the turntrac guide wire, the guide wire tip kinked, however the guide wire was continued to be used. The guide wire was advanced and a stent was implanted. Upon removal of the guide wire, the guide wire was caught on a stent and resistance was felt. The guide wire was removed without further issues. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.